Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the segment fluid damage, the control body fluid damage, the forward body frame fluid damage, the ccd module fluid damage, the light guide cable fluid damage, the ccd driver pcb fluid damage, the electrical connector fluid damage, the lg cable connector fluid damage, the angle wire corroded, the control body corroded, the forward body frame corroded, the receptacle corroded, the ccd driver pcb corroded, the electrical connector corroded, the air tube leak, the water tube leak, the root brace rubber cut, the insertion flexible tube (ift) dirty, the lg water supply tubes dirty, the lg water jet supply tubes dirty, the lg air supply tubes dirty, and the operation channel kink; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout ).